Event description:
After accessing patient's chest port-a-cath and after flushing with ns in sterile syringes, when drawing back for blood return, blood return was very slow to nil at first and plunger of syringe popped off of rubber stopper in syringe. The same issue happened previously with the same operator. The nurse thought that she was at fault. But after this event, it is believed that the device is to blame. The plunger moves very slowly. In the previous incident the plunger moved slowly and when force was applied, the complete stopper and plunger came out causing blood to come out of syringes.